Manufacturer narrative:
(B)(4). Lot number unknown / not provided. Device manufacture date unavailable without lot number

Event description:
Doctor indicated rhd2.5 driver tip fracture during a procedure. The doctor was able to complete the procedure with another driver and removed the fractured driver tip from the implant.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2018-00433 on (B)(6) 2018 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the investigation of the device item. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event. No reported issue for driver fracture. This event is not a complaint. Device evaluated by manufacturer: change "no" to "yes".